Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A stealth peripheral radial orbital atherectomy device (oad) was used to treat lesions in the superficial femoral and posterior tibial arteries with no issues. The oad was then advanced to treat a small and heavily calcified area of the anterior tibial artery. One treatment pass was performed at low speed, however as the oad was advanced it stopped spinning and became stuck in the vessel. Multiple troubleshooting attempts were performed, including administration of nitroglycerin, application of a warm compress and creation of alternate access sites, however the device was unable to be retrieved. The patient was transferred to a hospital and a surgical procedure was performed to remove the oad. The oad was found to be outside of the vessel, resulting in vessel ligation. The patient was in stable condition following the surgical procedure.